Event description:
During follow-up, increased capture threshold was observed on the right ventricular (rv) lead. It was reported that the patient experienced presyncope and discomfort. During lead revision, damage was observed on the rv lead in the connector area. The rv lead was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The laboratory analysis did not identify any anomalies with the lead that would have resulted in the reported events of increased capture threshold and lead damage to the connector area. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. As received, the helix was extended, bent, and clogged with blood and body tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.